Manufacturer narrative:
User admitted she fell asleep with the unit on and used the heat device much longer than she should have according to the instructions for use. When we asked for the product to be returned, she agreed if we would send a replacement, which we did. She is a satisfied user and will continue to use the baby quasar.

Event description:
User fell asleep using the baby quasar and woke up three hours later with a blistered burn on her cheek. She applied cold water immediately and went to the ER. She followed up her ER visit with several visits to a wound care specialist. On (B) (6) 2010 - ER visit. On (B) (6) 2010 - visit to wound care specialist. On (B) (6) 2010 - visit to wound care specialist. On (B) (6) 2010 - visit to wound care specialist.